Event description:
The recipient reportedly experienced pain at the implant site. The recipient was prescribed antibiotics (type unknown). The device is performing within normal limits. Magnet strength was reduced and the recipient is wearing moleskin, the issue resolved.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient is no longer experiencing pain. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.